Manufacturer narrative:
Medtronic received the following information from the journal article entitled; hand-assisted laparoscopic surgery versus endovascular repair in abdominal aortic aneurysm treatment. Https://doi.org/10.1016/j.jvs.2018.11.020. Raffaella berchiolli, francesca tomei, michele marconi, davide maria mocellin, riccardo morganti, marta mari, daniele adami and mauro ferrari. Journal of vascular surgery 2019 vol 70 issue 2. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft were implanted in patients for endovascular aneurysm repair. The following events were reported: serious injury: blood loss occlusion re-intervention infection respiratory failure arrythmia lymphocele death-patient deaths were also reported, however there is no causal link that a medtronic device may have caused or contributed to the deaths.